Manufacturer narrative:
The tip cover accessory was returned and evaluated. Engineering found that the tip cover has a hole burned through the silicone. The silicone exhibits localized melting around the hole, indicative of arcing. The hole is oblong in shape, .030" x .020" and is located .090" above the silicone to sleeve interface. The tip cover also has one small mechanical tear in the general vicinity of the hole. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the monopolar curved scissor (mcs) tip cover accessory was used as a replacement to complete a da vinci s hysterectomy procedure, in which the original mcs tip cover accessory presented arcing during the procedure. (Refer to med watch MFR report # 2955842-2009-00245). It was reported that this replacement developed a hole during the procedure. No patient harm, adverse outcome or injury was reported.